Manufacturer narrative:
Physician name provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated atrioventricular (av) node ablation procedure. It was noted that intermittent crosstalk and inhibition of ventricular pacing was noted on the implantable cardiac defibrillator. The device was reprogrammed. The procedure was completed.